Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to a pocket erosion. Reportedly, the device was eroding through the patient skin. There was no additional adverse patient effects were reported. This lead was explanted.